Event description:
It was reported that a spectrum iq pump failed to alarm upstream occlusion during acetylcysteine therapy. The infusion was running when the patient arrived on unit 5 from the emergency department. The infusion dose and rate were verified by a unit 5 registered nurse (rn). When the rn later checked on the infusion, the pump read that infusion was almost complete, but the intravenous (IV) bag was still full. The nurse noted the drip rate seemed slower than rate set in IV, and noticed that the upper IV tubing was partially clamped. Once unclamped the IV pump dripped more quickly. The nurse ordered a new IV pump and switched infusion to the new pump. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109220 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.